Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that the greater than expected vessel recoil resulted in the reported stretched stent. As reported, deployment was aborted resulting in the reported activation failure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported the procedure was to treat a chronic total occlusion of the origin of the superficial femoral artery (sfa). The lesion was pre-dilated with a 6mm non-compliant balloon. The 6.50x40mm supera self expanding stent system (ses) was advanced to the target lesion however during deployment significant elongation occurred after the start of deployment; therefore deployment was aborted. The ses was removed from the patient without issue. Repeat ivus imaging showed significant recoil, with the lumen measuring approximately 5.3 mm. Per the physician, the supera stent did not cause or contribute to the vessel recoil. Balloon angioplasty was performed again followed by deployment of another supera stent. Good flow was obtained, and the procedure was completed uneventfully. Per the physician the elongation was considered likely due to greater than expected vessel recoil, resulting in inadequate luminal expansion during initial preparation. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.